Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a flexible ureteroscope lithotripsy using a ngage nitinol stone extractor, the device package was opened, and the handle of the device was discovered broken. There was no impact noted to the patient. No additional procedures were needed due to the occurrence. The patient was discharged safely following the procedure.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported, prior to a flexible ureteroscope lithotripsy using a ngage nitinol stone extractor, the device package was opened, and the handle of the device was discovered broken. There was no impact noted to the patient. No additional procedures were needed due to the occurrence. The patient was discharged safely following the procedure. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation with the handle in the open position and the basket formation in the closed position. The male luer lock adapter was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.8cm in length. The handle did not actuate the basket formation. The coil assembly was bent at the distal end of the support sheath. The basket sheath was severed at the distal end of the support sheath and kinked 19.5cm from the distal end. A document-based investigation evaluation was also performed. No related non-conformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions which state, ¿excessive force could damage device.¿ based on the available information, cook has concluded that a cause for the device separation could not be determined. It is possible the device experienced handling damage before use, but there is no information to confirm handling damage. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.